Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 552 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer reported that the auto mode feature was not active at the time of hyperglycemia event. The customer did not wanted troubleshooting for high blood glucose level. The insulin pump was not returned for analysis.